Event description:
It was reported by the patient that one of their leads got "attached" to their tricuspid valve and "made it leak" fluid into their lungs. The fluid in the lungs were drained eight different times. The lead was explanted and replaced. The patient later received open heart surgery to replace the mitral valve and tricuspid valve with cow valves. During a follow-up appointment, it was observed that the cardiac resynchronization therapy pacemaker (crt-p) position had changed. It was also reported by the patient that their crt-p had turned to "pointing out" at a ninety degree angle. The crt-p remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 429678 lead, implanted: (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 (eval code conclusion: fdc/annex d) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.